Event description:
It was noted at time of changeout the new device was oversensing on both the atrial and ventricular channels. The oversensing resulted in inappropriate inhibition of ventricular pacing with pauses, and incrementing of the vf counter. The leads were removed and fluid was noted in the ventricular and atrial ports. The device was not used. The pace/sense portion of the ventricular lead was capped and replaced due to small r-waves. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however grommet damage was noted.